Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room then hospitalized due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 347 mg/dl at the time of hospitalization. Customer had off insulin pump due to being in the hospital. The customer treated high blood glucose with intravenous and insulin drip. Customer declined troubleshooting. Customer reported that the insulin pump had insulin flow blocked alarms. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.